Event description:
Customer reported the insulin pump alarmed no delivery and it was saying rewind disconnected from the body. Customer would hit esc and it will go to the priming mode. Event occurred a year and troubleshooting was done and was able to get the device to work. Customer's blood glucose was 165 mg/dl. Customer reported the alarm was occurred with a complete set change. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.